Event description:
It was reported that the mattress was sagging. Upon evaluation, when the cover was opened staining was present, which suggest fluid ingress occurred. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
The initial complaint of sagging is not likely to contribute to or cause serious injury or death, as the pt would still be supported by the bottom layer foam and the foam inside the air cells.